Event description:
It was reported that the device will not charge when the charge button is pressed. There were no reports of pt use associated with this event.

Manufacturer narrative:
The customer noticed that the plug where the paddles plugs into was damaged and ordered a replacement therapy connector to complete the repair of the device. The removed connector will not be returned to physio-control for eval. Further root cause of the reported failure cannot be determined.